Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the physician asked the nurse to bow the device, the cut wire broke; no part fell into the patient. An inspection found the wire had broke from the edge of the tip. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was bent, broken and the broken ends of the cutting wire appeared burnt/blackened. In addition, the working length was twisted. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The length of the broken cut wire, determined, it broke at the point where it attaches to the anchor. Further analysis (by cutting open the distal tip) of the anchor, found the wire had been correctly soldered during manufacturing. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the physician asked the nurse to bow the device, the cut wire broke; no part fell into the patient. An inspection found the wire had broke from the edge of the tip. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.